Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and under-sensing. Additionally, there was evidence of increased capture threshold measurements. The rv pacing impedance measurements had also increased (966 ohms), but were still in-range. The physician elected to surgically revise the rv lead to resolve the event and no additional adverse patient effects were reported. At this time, it is unknown whether this lead will be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and under-sensing. Additionally, there was evidence of increased capture threshold measurements. The rv pacing impedance measurements had also increased (966 ohms), but were still in-range. The physician elected to surgically explant and replace the rv lead to resolve the event and no additional adverse patient effects were reported. At this time, it is unknown whether this lead will be returned for analysis.